Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through an unspecified quantity of clearlink system continu-flo solution sets. It was further reported the device infused an unspecified solution using an unknown secondary medication set; which back flowed into the primary bag. This event was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.